Event description:
A customer contacted beckman coulter inc (bci) in regards to a leak from a pack of synchron aspartate aminotransferase pyridoxal-5'-phosphase (ast) reagent cartridges. There was no exposure to uncovered wounds or mucous membranes. No injury was reported, and medical attention was not sought. Msds was reviewed and the customer has exposure control plan in the facility. There was no effect to patient or user.

Manufacturer narrative:
The cap on the reagent cartridge was incorrectly screwed. The customer requested a replacement. The reagent kit was replaced.